Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a rapid exchange biliary stent system was used for a procedure. According to the complainant, during preparation, when the nurse removed the device from the package, it was noticed that the guide/pullwire was bent and coming out the rx channel. There was no damage noted to the packaging. The product was not used and the procedure was completed with another rapid exchange biliary stent system with no pt complications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).